Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump battery and the battery was depleting quickly. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using a different wall adapter. There was no reported adverse impact to customer's blood glucose level.